Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) provided the following information: clinical observation showed dislodgement of ra lead. No patient adverse effects. Lead still implanted. An explant date was provided, but the event states the lead is still implanted. That date will be left off of this report.